Event description:
On (B)(6) 2013, a neurotherm employee received an e-mail from a distributor that an epidural catheter was torn into two pieces inside of a pt. The catheter was placed between s-3 and s-5. The doctor recalls feeling resistance during the placement of the catheter. The doctor continued to place the catheter. When the catheter was removed, the doctor noticed a piece was missing. Using an x-ray machine, the doctor confirmed that the piece was left behind. The pt is reported to not having any further complications. Per the instructions for use, "if excess resistance is encountered, stop and confirm epidural needle distal tip location. If distal tip of the needle is confirmed to be correctly placed in the epidural space and resistance to catheter advancement continues, terminate procedure and attempt at a different interspace or at a different time." The doctor will send the epidural catheter back to neurotherm. No further details are available at this time.

Manufacturer narrative:
Additional information: description of problem or event, device available for evaluation: one neurotherm epidural catheter was returned for evaluation. Visual inspection revealed the catheter tip had several inches removed, including some of the insulation. The safety wire was noted to be missing as well. Microscopic inspection of the catheter revealed ripples on the insulation, suggesting the catheter was subjected to force. The cause of the reported detached tip is consistent with damage during use.

Event description:
Following the procedure, the decision was made to leave the device fragment in the patient as the patient did not have any complications.